Event description:
The customer reported that the light scatter offset exceeded the high limit on their lh780 system. No erroneous results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the light scatter sensor due to a visible spot. The flow cell was cleaned however; the light scatter offset was still too high. He replaced and aligned the flowcell to resolve the issue. (B)(4).